Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified defective buffer valves. The fse replaced the buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned one (1) patient results for ise (ion selective electrode) sodium (na), potassium (k) and chloride (cl) due to negative anion gaps on their au5800 clinical chemistry analyzer. The customer repeated the patient sample with results considered normal. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patient data or demographics.